Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, swelling, and infection. The surgeon noted tibial osteolysis medially and a loose tibial tray at the cement to implant interface. All products were revised and the surgeon implanted competitor antibiotic spacer and placement of antibiotic beads as a first of a two-stage revision. Two depuy products were used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2016; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 26 november 2019. Two unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.